Event description:
It was reported the pt underwent revision of the stimulation system in 2008. One lead and the end of the extension were removed. The reason for the revision was unk. No pt symptoms were reported. Additional info has been requested but was not available on the date of this report. See MFR report #3004209178-2009-00586 for the event following revision.